Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump under infused the adriamycin, etoposide, and vincristine. The patient regimen was reported to be 4 days a week over 24 hours, the reporter verified the rate to be 23.1 ml.hr. Per reporter the patient went to the clinic for refill, however it was reported the bag had 108ml of medication remaining. No adverse patient effects were reported. No additional information is available at this time.